Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient began experiencing dizziness in (B)(6) 2017. The dizziness symptoms worsened and the patient would experience headaches when sitting up in may. When the patient went to the hospital for a check in september, the doctor advised the patient to adjust the pressure.